Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated architect magnesium results were generated for 3 patient samples. Data was provided for 2 samples. No adverse impact to patient management was reported. Sid (B)(4): initial result 6.96 mg/dl repeated 2.01/2.21 mg/dl. Sid (B)(4): >9.5 mg/dl repeated 1.85/1.81 mg/dl.

Manufacturer narrative:
During inspection of the architect c8000 analyzer, sn (B)(6) , the field service representative reported that the probe 1 washer bellows was found to have a backwards poppet valve. The part was replaced, and the quality control passed. No discrepant results were reported on the architect (B)(6) since replacement of the bellows set. A review of the service history for the architect (B)(6) did not identify any additional occurrences of erratic or discrepant patient results. Historical data for the bellows set was reviewed and no trends or systemic issues were seen. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect c8000 analyzer.